Event description:
Event description guidant received information that this device was part of a legal action and the patient passed away. According to legal documentation, the patient had a heart attack and the patient's counsel states that the device malfunctioned.